Manufacturer narrative:
Patient was injected between 2010 and 2013. Patient develop a raised ridges in the nasal labial fold in 2019. Patient medical history: patient is (B)(6) years old with a good health history and good health during current issue. 5/05/2021: a reviewed of the 5fu/kenalog 10 protocol was send to doctor to treat patient. 6/25/2021: per doctor, an excision was required to resolve the patient's issue of raised ridges in the nlf. The artefill lot used in the patient's procedure (f111002) was reviewed. The lot was manufactured according to approved work instructions and met all acceptance criteria upon release. The lot has since expired (as of 07/31/2012) therefore retained lot samples are not available for review. This is the first report of suspected biofilm and the first report of issue for lot f111002. The artefill lot used in the patient's procedure (f121019) was reviewed. The lot was manufactured according to approved work instructions and met all acceptance criteria upon release. The lot has since expired (as of 09/30/2013) therefore retained lot samples are not available for review. This is the first report of suspected biofilm and the first report of issue for lot f121019. At the time of the injections, artefill dermal filler was indicated for the correction of nasolabial folds. The artefill (now bellafill) IFU contains the following precaution: "as with all transcutaneous procedures, artefill (now bellafill) injection carries a risk of infection. The usual precautions associated with injectable materials should be followed." Artefill (now bellafill) syringes are single use devices and are typically discarded after use. Per the artefill (now bellafill) IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Patient presented with raised ridges in the nasal labial fold area. Patient is a healthy (B)(6) yr old that was injected between 2010 and 2013.